Event description:
It was reported that pericardial effusion, cardiac tamponade and cardiac perforation occurred. This was a concomitant procedure using farapulse & cardo mapping system. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the closure device was unsheathed and the patient's blood pressure dropped. A pericardial effusion was noted in the pericardial sac. Pericardiocentesis was performed and red fluid was drained. Surgery was called and the surgical team took over. The closure device was surgically removed and the laa was ligated. The patient is currently in the intensive care unit (ICU) and stable. Per the physician, the patient is progressing nicely and will be moved out of the ICU to a recovery room. The patient is expected to fully recover.